Event description:
It was reported that during initial implant procedure, the right ventricular lead's helix would not extend prior to implanting it. The lead was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.